Manufacturer narrative:
The strips were requested for investigation. Replacement product was sent. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
There was an allegation of questionable results from two coaguchek meters compared to a laboratory result using neoplastin. The first meter is coaguchek xs meter serial number (B)(4) using test strip lot 60942022 with an expiration date 31-oct-2023. The second meter is a coaguchek xs pro meter serial number (B)(4) using test strip lot 58078514 with an expiration date 31-jul-2022. This MDR applies to test strip lot 58078514. Please refer to the medwatch with patient identifier (B)(6) for information related to test strip lot 60942022. On (B)(6) 2022 at 10:26 a.m., the coaguchek xs meter result was 6.5 inr. The coaguchek xs pro meter result was 6.4 inr within 2 hours. The laboratory result was 4.2 inr within 4 hours. The patient¿s therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly unless the result is out of range, in which case testing will occur more frequently.

Manufacturer narrative:
The laboratory reagent used was stago c max neoplastin. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.